Event description:
It was reported to philips that the device's capacitor is not working. There was no patient involvement.

Manufacturer narrative:
A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. The asp evaluated the device and confirmed the capacitor was defective. The capacitor was replaced. A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. The asp confirmed that the capacitor was defective and was replaced. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The capacitor was replaced. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.